Manufacturer narrative:
UDI: (B)(4). Address: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set broke during surgery. The nurses had to take a ¿mosquito¿ to get the broken piece off the angiocath that was in the patient¿s arm. The luer connector had separated from the tubing. The patient felt blood leaking out of the tubing just before the procedure began. It was estimated that less than 20ml of blood was lost. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and it was noted that the tubing had separated from the male luer. A dimensional test was performed with no issues noted. The reported issue was verified. The cause of the separation was determined to be a lack solvent between the male luer and tubing. Should additional relevant information become available, a supplemental report will be submitted.